Manufacturer narrative:
As reported, capsure fixation device deployed broken fasteners. The fastener head fell into the surgical field and was discarded. There was no reported patient injury. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample or detached component to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the fastener finds it has broken just below the peek cap. The head has become detached from the coil as a result of the coil wire failing just under the head of the fastener. The most likely cause of this fastener failure is the fastener being driven into a hard structure such as bone and the device torque being high enough to cause failure of the coil wire under the head. In that case the coil would be embedded in tissue and would not be visible to the surgeon. No manufacturing anomalies found. To date, this is the only reported complaint for this manufacturing lot of 490 units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precaution section of IFU states, ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Updated fields: b4, d9, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure, the capsure fixation device deployed broken fasteners, separating into a metal coil and a fastener head. The metal coil was successfully inserted into the desired location, while the fastener head fell into the surgical field and was discarded. The procedure was completed using a subsequent fastener from the same device. There was no patient injury.

Manufacturer narrative:
As reported, capsure fixation device deployed broken fasteners. The fastener head fell into the surgical field and was discarded. There was no reported patient injury. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample or detached component to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-aug-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure, the capsure fixation device deployed broken fasteners, separating into a metal coil and a fastener head. The metal coil was successfully inserted into the desired location, while the fastener head fell into the surgical field and was discarded. The procedure was completed using a subsequent fastener from the same device. There was no patient injury.